Event description:
Patient reported blood glucose readings in the 400s (mg/dl). When patient changed the device's insulin cartridge, she noticed that the device's piston rod was loose. No treatment was received for high blood glucose.